Manufacturer narrative:
The device has been received, but the investigation is not yet complete. A supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. Additionally swelling at the pod sit was reported. Treatment details were not provided.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Inspection of the patient history buffer (phb) data showed frequent invalid estimated glucose values (egv) values indicating communication issues between the pod and continuous glucose monitor (cgm). The automated algorithm appropriately adapted to changes in egvs and user inputs. The shelf mode current (smc) was measured to be within specifications. Review of the phb data confirmed that the reported pod-cgm communication issues occurred. Although the cause of the reported pod-cgm communication issues could not be conclusively determined. Inspection of the device found no damages or defects that would contribute to skin swelling. The cause of the reported skin condition swelling event could not be determined.